Event description:
On may 6, 2009, abbott vascular initiated a recall of a single lot of starclose vascular closure systems. The recall was initiated when an internal investigation determined that there is a low probability that units from the lot may not meet our quality standards for sterility, due to a contaminant on a vendor supplied component. All units were eto sterilized in accordance with device specifications. Abbott vascular has not received any customer complaints for the lot number involved in the recall. Submission of this medwatch report is a result of device recovery activities where it was determined that two devices from the affected lot were used for bilateral arteriotomy closure in one pt. Deployment of both devices was uneventful with hemostasis achieved. The physician indicated that the pt has not experienced any adverse effects to date. He informed abbott vascular that his standard protocol is to routinely administer prophylactic antibiotics to all his pts undergoing percutaneous catheterization procedures. No other devices from this lot were used clinically.

Manufacturer narrative:
Abbott vascular initiated a recall of a single lot of starclose vascular closure systems. The two used devices were discarded by the user facility after completion of the procedure, as the devices performed as expected. Without return of the used devices, it cannot be determined if the components in the used devices were impacted. An FDA assigned correction/removal number has not been received as of the date of this report.